Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was damaged, the display was dim and discolored, and the up arrow button was intermittently unresponsive due to contamination under the button contact. This report is made based on results of investigation completed on (B)(6) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: investigation revealed that the battery compartment was cracked and the display screen was dim, fading, and discolored. Additionally, investigation revealed that the up arrow button was intermittently unresponsive. The keypad cover was removed and there was evidence of contamination found under the up arrow and contrast button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).